Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, on initial inflation at 20 atmospheres for 3 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. Microscopic examination revealed a pinhole 19mm from the tip. There is blood in the hub, inflation lumen and balloon. The balloon is loosely folded. The reported information indicates the device was inflated to 20atm; therefore, there is indication the device was inflated over rbp. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, on initial inflation at 20 atmospheres for 3 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.